Event description:
The manufacturer received information alleging a ventilator displayed a "low leak" alarm. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an issue related to the active exhalation control module was observed. Technician noted that there was physical damage to the device. The device's active exhalation control module was replaced to address the issue.